Event description:
Attorney reported: in 2006- the patient underwent a hernia repair procedure for an incisional hernia and a parastomal hernia with placement of a composix kugel mesh patch and a parastomal patch. In the same month, less than a month after her surgery, the patient was noted as having leak coming through her incision site. Her doctors immediately suspected a bowel perforation as well as an infection and took her in for surgery to remove the implanted meshes. During the surgery, the meshes were removed, and the perforation was repaired.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. Information related to the composix kugel patch will be reported.